Manufacturer narrative:
No failure detected, use error caused or contributed to event was due to shutdown due to use error.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had just received the pump and it became unresponsive. There was no impact to the customers blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.